Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the thermal damage between grips of the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument was not working. The customer switched to another maryland bipolar forceps instrument, and it was working fine. The procedure was completed with no reported injury.